Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned battery was evaluated. During inspection, the battery was installed into a known-good radical-7 device, however the device was unable to power on with the returned battery. The battery was re-conditioned overnight, and was able to hold a charge for 4 hrs. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the battery life is too short, and only lasts about 30 minutes. No consequences or impact to patient were reported.